Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that approximately three weeks post index, the patient complained of leg pain. A limb occlusion was observed, extending from the bifurcate through the external and femoral arteries. The physician performed a fem-fem bypass, which successfully returned blood flow. No imaging was performed prior to the bypass. The right hypogastric artery was occluded prior to implant of the stent graft. The cause of the occlusion is unknown, per the physician. No additional clinical sequelae were reported and the patient is fine.